Event description:
Patient implanted in 1998 in upper and lower vermilion borders. Onset of implant extrusion, swelling, headache, fever, infection 09/26/1998. Patient revised that treated with keflex and naproxin 11/23/1998. Implant revised 12/1998.